Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent lead explant procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-2218-50 sn:(B)(6). The returned leads were analyzed and was cleanly cut. No anomalies were identified on the lead aside from the clean cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent lead explant procedure and was doing well postoperatively.